Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostics due to oversensing of noise likely during surgery. The mv sensor was turned back on the same day. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostics due to oversensing of noise likely during surgery. The mv sensor was turned back on teh same day. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostics due to oversensing of noise likely during surgery. The mv sensor was turned back on the same day. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostics due to oversensing of noise likely during surgery. The mv sensor was turned back on the same day. No adverse patient effects were reported. The device remains implanted.